Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. The technician reported the oxygen flow issue during periodic maintenance. The gas delivery system (gds) was replaced. The gas delivery system (gds) was received for failure investigation. Visual inspection revealed no mechanical damage to the unit, no debris or dust. The gds was installed to a failure investigation (fi) test ventilator for analysis. The reported condition was verified. The oxygen flow sensor subsystem determined to be failing. The issue was isolated to oxygen flow sensor drift caused unit to pass out of specified range. Replacement of u1/u3 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the oxygen flow accuracy failed during periodic maintenance. The customer reported there was no patient involvement.